Event description:
It was reported to vyaire medical that the avea ventilator is giving constant circuit occlusion alarm. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Results of investigation: the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer was told that it is most likely a defective xdcr (transducer) and that he should try to cal the exp and insp pressure xdcrs, otherwise there is kinked tubing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned.

Manufacturer narrative:
H11:correction d4:corrected model,catalog and unique identifier(UDI) section d4 was updated to indicate correct model # , catalog # and remove UDI d4. UDI# - the device has a date of manufacture of (05-sept-18) and was not subject to UDI requirements.